Event description:
Clinical registry. Same pt as MFR: 6000089-2006-02057. It was reported 27 days after a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The index procedure treated two lesions in the proximal to mid left anterior desceding (lad) artery. Target lesion 1 was in the proximal lad. The de novo, bifurcated lesion was 2.75mm in diameter, 20mm in length, 90% stenosed, moderately calcified and moderately tortuous. The lesion was pre-dilated with a 2.00x15mm maverick balloon. A taxus liberte 2.75x24mm stent was deployed at 12 atms. The second lesion was located in the mid lad. The de novo lesion was 2.25mm in diameter, 12mm in length, 90% stenosed, moderately calcified and moderately tortuous. The lesion was pre-dialted with a 2.00x15mm sprinter balloon. A taxus liberte 2.25x16mm stent was deployed at 12 atms, overlapping the distal portion of the previously placed stent. Neither of the two stents were post dilated; however, results of both lesions were 10% residual stenosis with timi-3 flow. While hospitalized, the pt experienced congestive heart failure. The pt was discharged one day after the index procedure on aspirin and clopidogrel. The pt returned to the cath lab 27 days following the index procedure. The pt was experiencing a stent thrombosis, which was confirmed by angiography. There was 99% stenosis within the stents. The event was resolved by performing balloon angioplasty. The stenosis was reduced to 10% and timi-3 flow. The pt had discontinued clopidogrel and aspirin two days prior to this event. Per the physician, this event is "definitely" related to the device.

Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8407958 found that the device met its material, assembly and product specifications, at the time of release to distribution.